Event description:
It was reported that a patient experienced potential peritonitis coincident with peritoneal dialysis therapy. The potential peritonitis was manifested by cloudy effluent. The cause of the potential peritonitis was not reported. Hospitalization for the patient was not reported. Treatment for this event was not reported. Action taken with therapy was not reported. Patient outcome for this event was not reported. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms.the reported product is an unknown baxter transer set.as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).